Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that pain was caused during injection because of foreign matter on the bd insulin syringe with bd ultra-fine¿ needle. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that pain was caused during injection because of foreign matter on the bd insulin syringe with bd ultra-fine¿ needle. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that pain was caused during injection because of foreign matter on the bd insulin syringe with bd ultra-fine¿ needle. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: customer returned (16) loose 1cc, 8mm, 31g syringes to franklin lakes. Customer states that there was needle pain during injection due to some type of foreign matter on the needle. All returned syringes were examined and 13 out of 16 samples exhibited translucent strands of material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene mixed with silicone acquired from the cannula. All samples were also tested for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). All measurements fall within specifications. Samples will be forwarded to manufacturing (holdrege) on 27jul2018 for further review. On 01aug2018, holdrege received sixteen (16) loose 1ml, 8mm, 31g syringes from reported batch# 7289856. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Per ftir analysis, the foreign material is likely polyethylene and silicone. Visual inspection of the samples noted that the "plastic" on the cannula appears to be what is called angel hair, a filament of plastic that occurs during movement of components/syringes from one part of the plant to another via pressurized tube system. As parts move through the tubing, these small filaments may be created and make their way into the finished product, such as is noted within these samples. Process improvement efforts to help reduce and/or eliminate angel hair from the manufacturing process are continuously being assessed within the manufacturing plant. A review of the device history record was completed for batch# 7289856. All inspections were performed per the applicable operations qc specifications. There were seven (7) notifications [(B)(4)] noted that did not pertain to the complaint. There were two (2) notifications [(B)(4)] noted for adhesive on cannula. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle pain and the 1st related complaint for foreign matter on needle on lot # 7289856. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (plastic strands on cannula) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (pain) based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.